Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on their e411 analyzer. The customer provided data for eight patients, four of which had discrepant results that were reported outside the laboratory. The patient samples were also tested using an agilant 1260 hplc system the next day. The first patient's vitd result from the e411 was 22.21 ng/ml. The result from hlpc was 34.14 ug/l. The second patient, a female born (B)(6), had an initial vitd result of 10.22 ng/ml from the e411. The result from hlpc was 36.13 ug/l. The third patient, a female born (B)(6), had an initial vitd result of 28.87 ng/ml from the e411. The result from hlpc was 56.45 ug/l. The fourth patient's initial vitd result from the e411 was 4.77 ng/ml. The result from hlpc was 12.49. There were no reports of any adverse events. The vitd reagent lot number was 170827 and the expiration date was 11/29/2013.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data were ok. The assay performance check data indicate the analyzer was performing within specification. There were no obvious reagent or analyzer issues.